Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that on (B)(6) morning ((B)(6) 2017) they were not getting any stimulation. The patient got out the patient programmer and turned it on and pressed the enter button and nothing happened. The patient replaced the batteries and saw the poor communication screen. The patient also noted he charged the implantable neurostimulator (ins) fully on (B)(6) night. Usually after he charges the ins on (B)(6), the stimulator will kick on right away and this would happen sometimes. For the last 6 weeks or so he has not had to use the patient programmer at all because he did not need it and it would usually "kick in and make sure he was getting the stimulation up and down his spine." The patient reported that prior to this, he would sometimes use the patient programmer and sometimes it would turn on by itself. The patient clarified that stimulation would not physically turn off or on by itself, he just would not feel stimulation sometimes. The stimulation would be on while charging. The patient reported if he was having pain it would work and then it would go off if there was no pain. The patient clarified that stimulation would stop when his pain went away. He noted he would not physically turn stimulation off, it would stop on its own, but then clarified he would stop feeling stimulation. The patient had the adaptive stim feature and confirmed seeing the adaptive stim logo on the patient programmer after re-syncing. The patient noted that if he is sitting in his office chair, he is not feeling stimulation (but has not confirmed that ins is off). The patient set stimulation to 4.10v and leaves it there. The patient was perfectly satisfied with the way the implant is working. The patient confirmed the antenna was secure and synced with the ins and it resolved the poor communication issue. The patient could successfully connect and reported he was on group a, program 1 and 4.10v. The patient also noted the ins was off. The patient was walked through turning the ins on and the reported the ins was working and he could feel stimulation. No further complications were reported/anticipated. The indication for implant was non-malignant pain.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4): product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient¿s weight was (B)(4). No further complications were reported/anticipated.